Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked. The kink was located at 22cm distal to the strain relief. An examination of the crimped stent identified that the stent was damaged. The proximal edge of the stent was bunched up. No other issues were noted with the device. No damage was noted with the actual tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed lesion was located in a mildly calcified and tortuous left circumflex (lcx) artery with a vessel reference diameter of 3.0mm and a lesion length of 4.0mm with bent less than 45 degrees and no total occlusion. The lesion was pre-dilated with an unspecified balloon. A 32 x 2.50mm taxus¿ liberté¿ was then advanced to the lcx and would not cross. Increased resistance in the catheter was noted before the stent reached the lesion. However, when the device was advanced further to the lcx, the proximal part of the stent was deformed. The procedure was completed with another of the same device. The patient's status was good.

Event description:
It was reported that stent damage occurred. The 80% stenosed lesion was located in a mildly calcified and tortuous left circumflex (lcx) artery with a vessel reference diameter of 3.0mm and a lesion length of 4.0mm with bent less than 45 degrees and no total occlusion. The lesion was pre-dilated with an unspecified balloon. A 32 x 2.50mm taxus liberté was then advanced to the lcx and would not cross. Increased resistance in the catheter was noted before the stent reached the lesion. However, when the device was advanced further to the lcx, the proximal part of the stent was deformed. The procedure was completed with another of the same device. The patient's status was good.